Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate cable. Blood glucose level was over 500 mg/dl. During troubleshooting with tandem technical support, customer administered an insulin injection.